Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "ne message" alarm. It was also noted that the pump's sensor underwent adjustment. No adverse patient effects were reported.